Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had been hospitalized in december, related to the pump. Animas has made numerous attempts to contact the patient for additional information. This complaint is being reported because the patient allegedly required hospitalization related to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.